Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a sub-pectoral implant; the skin around the device had become tight, a pocket revision was performed. The patient was in stable condition. Two week post procedure during device check, the pulse generator exhibited diagnostics anomaly; it inappropriately tripped elective replacement indicator with a date stamp prior to implant. The device had been exposed to electrocautery during the procedure. After firmware download, normal device function resumed. The patient was in stable condition and would continue to be monitored.